Event description:
On (B)(6) 2026, the customer requested service for the stairlift that was inoperable. The customer's daughter reported that the customer fell while walking up the stairs from losing his balance, resulting in a broken right arm. Before that incident, the stairlift was operating normal with no issue.